Event description:
It has been reported that device's audio is not functioning properly.

Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with 3030677-2015-02417. Investigation pending the return of the device.